Event description:
A customer reported a separated coil cap on a folfusor elastomeric device. This event occurred prior to patient use/connection. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The lot 13h048 was manufactured between august 14, 2013 and august 16, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One unfilled unit was received for evaluation. Visual inspection of the unit noted the yellow coiled cap had separated from its housing. The reported problem was therefore confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The separation was determined to be due to a damaged inner surface of the coiled cap. The cause of the damage could not be determined. Should additional relevant information become available, a supplemental report will be submitted.